Event description:
It was reported via repair work order that the cot was leaning due to a break in the outer base tube weldment at the casting. The cot was unstable due to a broken off caster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.